Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the product was dirty /stained.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, the failure mode could be verified and no root cause could be defined at this time. Production record review was completed for lot 0025033 and no non-conformances were noted during the manufacturing of this lot. This is the only complaint that has been received for the reported defect and lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that the product was dirty /stained.